Manufacturer narrative:
Zimmer biomet complaint number (B)(4)., g4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites # 3 & # 4 were removed due to peri-implantitis. Symptoms as a result of the event: pain.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2024-01132 that was submitted on may 30, 2024 as this event was submitted under the wrong manufacturing site. This event was submitted correctly on may 31, 2024 under MFR report number 0002023141-2024-01794.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this report is being submitted to retract the initial report, MFR report number 0001038806-2024-01132 that was submitted on may 30, 2024 as this event was submitted under the wrong manufacturing site. This event was submitted correctly on may 31, 2024 under MFR report number 0002023141-2024-01794. All details regarding this event have been processed and completed under MFR report number 0002023141-2024-01794. No additional reports will be submitted under MFR report number 0001038806-2024-01132. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.